Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The consumer reported issues with 7 freestyle libre 2 sensors, all with unknown serial numbers. This report covers all 7 sensors. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an medwatch user report which reported the following information. A customer reported error messages while using 7 adc freestyle libre 2 sensors. Per the customer's report: "I have experienced a persist pattern of abbott freestyle libre 2 sensors (continous glucose monitor) failing after 10 to 11 days of use. The cgm reader will display a message that the sensor is no longer working and needs to be replaced. They are indicated for 14 days of use. The most recent failure contained the error code er3 365,p although various other codes have appeared. I have had 7 total that have appeared. I have had 7 total that have stopped working prior to their 14 day window from a period of (B)(6) 2021 to now." There was no report of self-treatment or third-party intervention for the reported issue as no further information was provided. There was no report of death or permanent injury associated with this event.